Event description:
It was reported that upon deployment of a vascular stent in the sfa, two fractures were discovered in the stent prior to post dilatation with a pta balloon. No other vascular stents were deployed. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the spec prior to shipment. No add'l complaint has been reported for this lot number. The review shows that no remarkable incidents occurred during the mfg process. No relevant mfg process changes were implemented, that could have led to the event reported. No catheter sample was returned for eval. One image was provided on which a deployed stent was visible with radiopaque markers. Irregularities of the stent could be found on this image. However, due to poor resolution of the image provided a closer description of the irregularities was not possible. Potential product and non product related factors which may have contributed to the reported issue have been considered. The complaint will be closed with inconclusive result. The instructions for use (IFU) sufficiently address the potential risk by stating: 'cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stet elongation and subsequent stent fracture.' The IFU closely describes the use of the deployment mechanism and the stent.